Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage in the infusion set tubing on (B)(6) 2025. The patient replaced the supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010798, in question was manufactured at the reynosa site. 2282623 device history record (DHR) review: the lot 6010798 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 7 on 21/dec/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4m01065 was manufactured according to the (wi) version 8 and manufactured in the machine itl01, on 07/dec/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l03497 was manufactured according to the (wi) version 8 and manufactured in the machine itl01 on 30/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.